Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed regarding to the tip. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that one farawave ablation catheter was selected for use, however, an abnormal morphology at catheter tip was noted. The patient condition was reported as stable. No further information was provided. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that one farawave ablation catheter was selected for use, however, an abnormal morphology at catheter tip was noted. The patient condition was reported as stable. No further information was provided. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed regarding to the tip. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that one farawave ablation catheter was selected for use, however, an abnormal morphology at catheter tip was noted. The patient condition was reported as stable. No further information was provided. The device is expected to return for laboratory analysis.